Event description:
Customer called lfs alleging that patient test strips would peel during insertion into the test strip port. Patient reported feeling high, a sick feeling and very tired. Patient explained that the issue occurred for approximately 2 to 3 weeks. Patient explained that they did re-test patient blood glucose, however, patient could not recall any blood glucose results. It is unclear how many test strips peeled during insertion from the lot number reported. Patient did not have any other device to test with at the time. Patient did not seek any medical treatment beyond home care. Patient did report that they would run quality control tests once a month. It is unknown if the control solution tests were within specs. Customer also takes insulin based on meter results. Ccr replaced patient meter because they also felt that the meter had been reading inaccurately erratic. The results reported (217 mg/dl and 246 mg/dl) were within 21 and 30 minutes apart and within the 20% difference. Patient reported taking 8 units of humalog (rapid acting) after pt's first blood glucose result of "217 mg/dl" and felt that the second result of "246 mg/dl" should have been lower. The test strips used were the same test strips which peeled. The test strips were not opened past the discard date, expired, or stored improperly (outside of vial and outside of recommended storage temperature). Ccr meter and test strips.